Manufacturer narrative:
Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.

Event description:
A customer reported that their AED's battery pack is depleted. They reported this did not occur during patient use.